Manufacturer narrative:
(B)(4). No complaint devices were returned to fisher & paykel healthcare (fph) for investigation. Without the return of the device, we are unable to conclude exactly what caused the condensation in the breathing circuit. It is however possible that set-up and environmental conditions may have contributed to the cause of the issue. Fph's clinical product specialist (cps) has been working with the hospital staff to resolve this issue. From assessing the set-up of the device and the environmental conditions, the fph cps recommended that the unheated extension piece of the set-up be removed. Since adopting the set-up change, fph have received an update indicating that the situation has greatly improved.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare clinical product specialist that they were experiencing rainout/condensation in a set-up including an rt236 infant dual-heated breathing circuit while the patient was placed in an incubator/warmer. The hospital stated that condensation would accumulate in the heated inspiratory portion of the set-up. No specific injury was reported, however, the user identified potential for condensate to enter the nasal prongs if the condensate was not drained.